Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: fluoroscopic images were received. The occurrence of a stent dislodgement can be confirmed but the mechanism of dislodgement cannot be confirmed as there are no images of the attempted delivery and deployment of the stent catheter. Additional information: an unsuccessful attempt was made to the snare the stent. The lesions being treated were the mid circumflex (cx) which exhibited severe diffuse disease up to 95% and the obtuse marginal (om1) arteries which exhibited 80% stenosis. Progression of cad noticed compared to previous angiogram. A non-medtronic guidewire crossed the om1. An attempt was made to use a 2.0x15 balloon but was unsuccessful. The guide catheter was changed to an ebu 3.5 gc and subsequently the balloon was delivered to the lesion and ptca was performed. An attempt was then made to deliver a 2.25mm stent to the om1 but could not pass the proximal segment of the lesion. The stent was retracted. A 2.0mm balloon was used to performed ptca of the mid cx. A dissection was noted at the lesion site. A 2.25 x12mm onyx frontier stent was attempted to be used to stabilise the dissection. Difficulty was encountered advancing the stent to the lesion. The guidewire was switched to a wiggle wire, and another attempt was made to deliver the stent however this was unsuccessful. Resistance was encountered at the level of the left main carina most likely due to the stent struts hanging from the ostial lad. On removal of the stent, the stent dislodged from the balloon likely due to entanglement with the stent stuts in the ostial lad which were protru ding into the left main. Guidewire positioning was also lost. The stent remained in the left main extending into the ostium of the cx. The stent was rewired however it could not be retrieved back even with the use of a snare. Cardiac consultation was obtained, and the patient was sent for urgent coronary artery bypass surgery. The patient remained hemodynamically stable during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, one onyx frontier coronary drug eluting stent dislodged during delivery to the lesion. Surgery was required to remove the dislodged stent. The lesions being treated were the mid circumflex (cx) and obtuse marginal (om) arteries which exhibited 95% stenosis. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. No further patient complications have been reported as a result of this event.